Event description:
During a pm inspection, the service rep found a cross arm break and flip flop break problem. No pt injury reported.

Manufacturer narrative:
The service rep trouble shot the system and found the cross arm break was system bad and the flip flop break handles were bad. The rep replaced the cross arm break system and flip flop break handles. He tested the break system and found the break system was working as intended.